Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the front panel display assembly in order to resolve the reported issue for the customer. The device was tested and returned to the customer working to service specifications. The suspect component was returned to carefusion's failure analysis laboratory for further investigation. The carefusion failure analysis laboratory received the suspected device/component and performed a failure investigation. The reported issue was duplicated and the root cause of the reported issue was isolated to degradation of the liquid crystal display (lcd).

Event description:
It was reported that the ventilator experienced a blank display during pre-use checks. There was no patient involvement at the time of the reported incident.